Event description:
Implant date: 1993. Pt complained of pain. Partial explant of device in 1993 at which time a pseudoarthrosis was found. Explanted in 1993 at which time another pseudoarthrosis was found.